Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015. The patient had come in for chest pain and had an increase in seizures. It was requested that a company representative come and program the vns device off in order for the patient to have an MRI. It is unknown if there is a relationship between the chest pain and the vns device. It is also unknown if there is a relationship between the increased seizures and the vns device. It was also reported that the patient was transferred to a different hospital. It is unknown why the patient was transferred. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).